Event description:
The manufacturer received information alleging a patient experienced a dreamstation 2 humidifier unit not functioning. No harm was reported. The dreamstation 2 was returned to the manufacturer's service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the heater plate epoxy appeared charred and delaminated. The root cause was confirmed. Additionally, during the service of the device other issues were found indeterminate contamination throughout the airpath, but with heavy concentrations around the air inlet, suggesting an external source. Mineral deposits were observed on the heater plate towards the seal end, as well as in the iso port tube, suggesting the use of non-distilled water. A residue was observed on the heater plate spring. The manufacturing label for the heater plate also appears damaged, indicated by a wrinkled texture and two distinct types of discoloration. Using a digital multi-meter (f5839, 19sep2025) the heater plate power to ground resistance appears open suggesting that the thermal cut out is blown. The thermistor's resistance measured approximately 11,000 ohms at approximately 21c (f7967, 19sep2025), which is within the expected range per the heater plate drawing 1139181 v02. Unrelated to the reportable malfunction. The patient requested the device to be scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.